Manufacturer narrative:
This report originally filed under mfg report num 1610287-2022-00061. All future reports will be submitted under mfg report num reflected in this report. The gas tank was not returned for evaluation. A review of the batch production record for lot 121407 showed no unusual manufacturing issues. Expiration date: 2023-07-31. A review of the complaint records showed six other complaints against lot. A review of confirmed complaints for patients that have experienced high intraocular pressure showed no complaints since the beginning of 2015. An analysis of the retain samples lot 120716 and lot 120815 showed that the product was pfp and met all release criteria. The root cause of the reported event cannot be determined. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that after surgery the patient experienced with moderate high intraocular pressure in the right eye and treated with drug therapy. Patient symptoms were resolved.